Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump stopped in treatment. No patient harm, but there was patient involvement.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The devices were visually inspected. There were no anomalies noted upon visual inspection. Review of the event history log (ehl) confirms the improper shutdown. The device was repaired by lubricated stepper motor. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.